Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the synchroseal instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of torn jaw cover to be related to the customer reported complaint. The jaw cover was found to have tearing. Tears measure from 0.131¿ to 0.027¿ in length. There are no signs of thermal damage present at the end of any tears. No material was found missing.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the synchroseal instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument was cracked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer on and obtained the following additional information: the cover was cracked. The instrument collided with another instrument. No fragments fell within the patient. There was no unintended thermal energy delivered to the patient.